Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an inaccurate reading on the pressure gauge occurred. The 90% stenotic lesion was located in the moderately tortuous and non calcified mid right coronary artery. During the first inflation of an unspecified balloon, the needle on the gauge of the advantage inflation device was moving erratically and the pressure reading was incorrect. The procedure was completed with another advantage inflation device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation: the unit and it's components were visually inspected and no issues were observed. During functional testing of the locking mechanism it was noted that the motion of the needle was unstable. The gauge needle was skipping erratically. The complaint device was dismantled and no visual damage was observed to the gauge. It is probable that the gauge received a shock which caused damage to the internal mechanism of the gauge. This shock would result in the gauge not operating to its specification. The batch number is unknown, therefore the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).